Event description:
It was reported that the device had no function or telemetry at the follow up visit. It was noted that the device had functioned normally at the previous follow up six months earlier. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Evaluation summary: (B)(4) upon analysis, normal battery depletion was found.